Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012, as part of the (B)(4) study. This complaint is being reported based on an event of upper respiratory tract infection treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced moderate exacerbation of her asthma with symptoms including excessive airways secretion, increased shortness of breath, chest discomfort (non-cardiac), and blood-tinged sputum. The symptom of blood-tinged sputum resolved on (B)(6) 2012, with no medical intervention required. The exacerbation of asthma is ongoing. No hospitalizations or emergency room visits have occurred. The patient was prescribed a z-pak (250mg qd po) for the indication of upper respiratory tract infection with a medication start date of (B)(6) 2012; a medication stop date has not been provided. The patient was also prescribed prednisone (40mg qd po) for the indication of asthma aggravated with a medication start date of (B)(6) 2012; a medication stop date has not been provided. Baseline spirometry values: visit date: (B)(6) 2012, pre-bronchodilator, fev1: 2.16, fev1 % predicted: 71.29, fvc: 3.44, fvc % predicted: 91.49. Post-bronchodilator, fev1: 2.23, fev1 % predicted: 73.60, fvc: 3.80, fvc % predicted: 101.06. Correction: the event of upper respiratory tract infection, which was treated with a z-pak, was incorrectly reported to be related to the patient's bronchial thermoplasty procedure. The event was assessed by the investigator to be unrelated to the procedure. Additional information received since (B)(4) 2012: according to the complainant, the event of asthma aggravated resolved on (B)(6) 2012.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). Study source: (B)(4) clinical trial. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that no anomalies were noted that could be related to this event. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list both exacerbated asthma and respiratory infection as possible adverse events related to the procedure. The most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Additional information received since (B)(4) 2012: (B)(6). Study source: (B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. This complaint is being reported based on an event of upper respiratory tract infection treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced moderate exacerbation of her asthma with symptoms including excessive airways secretion, increased shortness of breath, chest discomfort (non-cardiac), and blood-tinged sputum. The symptom of blood-tinged sputum resolved on (B)(6) 2012 with no medical intervention required. The exacerbation of asthma is ongoing. No hospitalizations or emergency room visits have occurred. The patient was prescribed a z-pak (250mg qd po) for the indication of upper respiratory tract infection with a medication start date of (B)(6) 2012; a medication stop date has not been provided. The patient was also prescribed prednisone (40mg qd po) for the indication of asthma aggravated with a medication start date of (B)(6) 2012; a medication stop date has not been provided. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.16; fev1 % predicted: 71.29; fvc: 3.44; fvc % predicted: 91.49; post-bronchodilator: fev1: 2.23; fev1 % predicted: 73.60; fvc: 3.80; fvc % predicted: 101.06.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on an event of upper respiratory tract infection treated with antibiotics. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced moderate exacerbation of her asthma with symptoms including excessive airways secretion, increased shortness of breath, chest discomfort (non-cardiac), and blood-tinged sputum. The symptom of blood-tinged sputum resolved on (B)(6) 2012 with no medical intervention required. The exacerbation of asthma is ongoing. No hospitalizations or emergency room visits have occurred. The patient was prescribed a z-pak (250mg qd po) for the indication of upper respiratory tract infection with a medication start date of (B)(6) 2012; a medication stop date has not been provided. The patient was also prescribed prednisone (40mg qd po) for the indication of asthma aggravated with a medication start date of (B)(6) 2012; a medication stop date has not been provided. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 2.16; fev1 %; predicted: 71.29; fvc: 3.44; fvc % predicted: 91.49. Post-bronchodilator - fev1: 2.23; fev1 %; predicted: 73.60; fvc: 3.80; fvc % predicted: 101.06. **correction** the event of upper respiratory tract infection, which was treated with a z-pak, was incorrectly reported to be related to the patient's bronchial thermoplasty procedure. The event was assessed by the investigator to be unrelated to the procedure. **additional information received since (B)(6) 2012** according to the complainant, the event of asthma aggravated resolved on (B)(6) 2012 **additional information received since (B)(6) 2012** the resolution date for the event of asthma aggravated was updated by the complainant to (B)(6) 2012.